Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached after one day of wear. The customer indicated they couldn't walk and experienced a loss of consciousness, and self-treated with "glucagon gums" provided by third-party. The customer was taken to the hospital where they received additional treatment of glucose gel and had their blood glucose monitored. There was no report of death or permanent injury associated with this event.